Event description:
The user facility reported that the customer stated the angio-seal device's collagen plug did not deploy when tamping down. Upon removal, the plug came out as well. The procedure type is unknown. The reported incident did not result in patient injury or necessitate medical or surgical intervention.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: unknown if the device was implanted. D6b: explanted date: unknown if hte device was explanted. E1: phone number: requested, not provided. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned. The returned sample includes the hemostasis sheath, carrier tube, arteriotomy locator and guidewire. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are partially mated, with the carrier tube in forward lock position. The device may have been separated afterward resulting in the observed device condition. The collagen is stuck in the hemostasis sheath hub. The tamper tube is deployed from the carrier tube. The complaint can be confirmed for a device pullout. The device was returned with the tamper tube, collagen and anchor present. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).